Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 400 mg/dl. The customer stated that they were getting lost sensor and sensor was bent. The customer stated that they was not feel that the troubleshooting need to be perform on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.